Event description:
It was reported that the patient underwent a spinal surgical procedure at l5-s1. It was reported that the surgeon decided to convert from a minimally invasive to mini-open procedure due to the rod inserter and the trocar tip not mating properly. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.